Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate during pretest.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter with cut inlet tubing portion. Visual inspection of the sample noted no obvious visible defects. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. Time to complete deflation of the catheter balloon was 0:54 seconds. No cuffing was noted. Active length of the catheter balloon was measured (0.7445 inches) and found to be within specification (0.60-0.90 inches). The catheter was confirmed to be size 14 fr. The balloon was dissected to measure the inflation notch distance (1.2885 inches from tip to center of inflation notch), and was found to be within specification (1.29 inches +/- 0.01 inch). The most likely potential root cause for this failure could be, "user oversight, user did not follow procedure¿. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: ¿ to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate during pretest.